Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and ten inappropriate shocks due to an atrial-driven arrhythmia. Five of these inappropriate shocks accelerated the atrial rhythm into atrial fibrillation. Additionally, stored episodes of pacemaker-mediated tachycardia (pmt) were noted. The electrocardiogram (egm) also revealed that the device exhibited far-field oversensing in the atrial channel. Technical services (ts) recommended consulting cardiology. No additional adverse patient effects were reported. This ICD remains in service.